Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the product was displaced"), allergy to metals ("nickel allergy") and postoperative hernia ("hernia caused by essure removal surgery") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included twin pregnancy and abdominal diastasis. In 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("belly pains"), urinary tract infection ("several urinary infections"), rash generalised ("rash in all the body") and malaise ("malaises"). In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2016, the patient experienced postoperative hernia (seriousness criteria medically significant and intervention required) and abdominal distension ("distended abdomen"). On an unknown date, the patient experienced abdominal discomfort ("discomfort (presenting sensitivity in the area)"). On an unknown date, the patient experienced sensitivity in the area. The patient was treated with surgery (fallopian tubes removal) and surgery (surgical mesh was implanted). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, postoperative hernia, abdominal pain, urinary tract infection, malaise and abdominal distension outcome was unknown, the rash generalised had resolved, the dysmenorrhoea and abdominal discomfort had not resolved and the sensitivity in the area had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, malaise, postoperative hernia, rash generalised and urinary tract infection to be related to essure. The reporter commented: during the medical review after 3 months of product insertion, she expressed malaises; she commented that a gynecologist observed that the product was displaced but he disregard it. She attended medical consultations with several specialists as the allergist and gynecologist receiving unspecified drugs to treat the above mentioned. Nickel allergy was considered the cause of all her malaises. In (B)(6) 2016, she underwent another surgery due to a hernia caused by the essure removal surgery. During the surgery due to a hernia, the surgeon found out she had distended abdomen and a surgical mesh was implanted. After the first surgery she presented severe menstrual pain which she did not have before. Consumer stated she continued suffering the product consequences (event not specified) and that she would proceed legally. Essure was removed through laparoscopy. The pathology report is available, she will sent it. Regarding the hernia, the patient commented that as result of the laparoscopy she presented an umbilical hernia, one of the needles which was introduced in the umbilical cavity caused the hernia. She had a surgery which had complications because she had twin pregnancy years ago with abdominal diastasis (it was the reason for the essure use) that complicated the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 10-oct-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed (B)(6) cases. Allergy to metals: the analysis in the global safety database revealed (B)(6) cases. Postoperative hernia: the analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient commented that she does not have the lot number. Essure was removed through laparoscopy. Historical condition and event discomfort (sensitivity in the area) was added. Outcome of the event rash was updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the product was displaced"), allergy to metals ("nickel allergy"), postoperative hernia ("hernia caused by essure removal surgery/ painful umbilical lump/ umbilical hernia") and pyelonephritis acute ("acute pyelonephritis") in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included twin pregnancy, abdominal diastasis, ovarian cyst, menarche and pregnancy. Without known drug reactions. Previous surgeries were denied. Problems with drugs and hymenopterans were denied. Previously administered products included for intolerance: oral contraceptives.. Concurrent conditions included asthma. Concomitant products included dexchlorpheniramine maleate (polaramine) for seafood allergy as well as cetirizine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pyelonephritis acute (seriousness criterion medically significant) with nausea and abdominal pain and renal colic ("right reno-ureteral colic pain") with urinary tract pain. On (B)(6) 2012, 2 months 14 days after insertion of essure, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("belly pains"), urinary tract infection ("several urinary infections"), rash generalised ("rash in all the body") and malaise ("malaises"). In 2014, the patient experienced eczema ("scarcely pruritic eczema on abdomen limbs and neck") and rash pruritic ("generalized and pruritic cutaneous eruption"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema. In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain"), head injury ("patient hit hear head/traumatism in head"), fall ("traumatism with falling"), traumatic fracture ("dental trauma with loss of dental part from incisive teeth") with toothache and hypotension ("hypotension") with dizziness. In (B)(6) 2016, the patient experienced postoperative hernia (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal distension ("distended abdomen"). In 2017, the patient experienced diastasis recti abdominis ("abdominal diastasis") with discomfort. On an unknown date, the patient experienced abdominal discomfort ("discomfort (presenting sensitivity in the area)"), eye pruritus ("ocular itching"), lacrimation increased ("tearing"), erythema ("redness"), nasal pruritus ("nasal itching"), sneezing ("sneezes in burst"), rhinorrhoea ("aqueous and abundant hydrorrhea"), nasal obstruction ("nasal obstruction"), dyspnoea ("dyspnea with thoracic oppression"), chest discomfort ("dyspnea with thoracic oppression"), cough ("dry cough"), wheezing ("wheezing worsening"), mite allergy ("sensitization (very high degree) against dust mites and cats/ she is worse"), allergy to animal ("sensitization (very high degree) against dust mites and cats/ she is worse"), food allergy ("allergy to sea food"), guttate psoriasis ("guttate psoriasis/photophoresis") with rash macular, psoriasis ("guttate psoriasis/photophoresis") and abdominal adhesions ("adherence of bladder to uterus"). The patient was treated with amoxi-clavulanico (amoxicillin w/clavulanic acid), daivobet, surgery (bilateral salpingectomy with both essure devices removed on (B)(6) 2016), surgery (bilateral salpingectomy with both essure devices removed on (B)(6) 2016) and surgery (surgical mesh was implanted). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, postoperative hernia, pyelonephritis acute, abdominal pain, urinary tract infection, malaise, abdominal distension, eczema, eye pruritus, lacrimation increased, erythema, nasal pruritus, sneezing, rhinorrhoea, nasal obstruction, dyspnoea, chest discomfort, cough, wheezing, rash pruritic, mite allergy, allergy to animal, food allergy, head injury, fall, traumatic fracture, hypotension, diastasis recti abdominis, dysuria, renal colic, guttate psoriasis, psoriasis and abdominal adhesions outcome was unknown, the rash generalised had resolved and the dysmenorrhoea and abdominal discomfort had not resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, allergy to animal, allergy to metals, chest discomfort, cough, device dislocation, diastasis recti abdominis, dysmenorrhoea, dyspnoea, dysuria, eczema, erythema, eye pruritus, fall, food allergy, guttate psoriasis, head injury, hypotension, lacrimation increased, malaise, mite allergy, nasal obstruction, nasal pruritus, postoperative hernia, psoriasis, pyelonephritis acute, rash generalised, rash pruritic, renal colic, rhinorrhoea, sneezing, traumatic fracture, urinary tract infection and wheezing to be related to essure. The reporter commented: during the medical review after 3 months of product insertion, she expressed malaises; she commented that a gynecologist observed that the product was displaced but he disregard it. She attended medical consultations with several specialists as the allergist and gynecologist receiving unspecified drugs to treat the above mentioned. Nickel allergy was considered the cause of all her malaises. In (B)(6) 2016, she underwent another surgery due to a hernia caused by the essure removal surgery. During the surgery due to a hernia, the surgeon found out she had distended abdomen and a surgical mesh was implanted. After the first surgery she presented severe menstrual pain which she did not have before. Consumer stated she continued suffering the product consequences (event not specified) and that she would proceed legally. Essure was removed through laparoscopy. The pathology report is available, she will sent it. Regarding the hernia, the patient commented that as result of the laparoscopy she presented an umbilical hernia, one of the needles which was introduced in the umbilical cavity caused the hernia. She had a surgery which had complications because she had twin pregnancy years ago with abdominal diastasis (it was the reason for the essure use) that complicated the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). On (B)(6) 2012: hysterosalpingography performed in order to verify tubal obstruction. Right essure device displaced. Two metallic devices over minor pelvis compatible with essure are observed. Instillation of contrast media in uterine cavity is started. Uterus is completely distended with preserved size and morphology without filling defects inside. Repermeabilization of fallopian tubes is not observed with obstruction of both, for which is concluded that devices are correctly located. On (B)(6) 2014: complementary tests performed - red blood cells 4.83x10^6 ¿l; neutrophils (abs)3.92 x103 ¿l, eosinophils (abs)0.65 x103 ¿l, basophils (abs) 0.07 x103 ¿l, monocytes 0.33 x103 ¿l, lymphocytes 2.36 x103 ¿l. On (B)(6) 2016: allergy tests were performed through which allergy to nickel was found. Negative (measurement at 48 h); nickel +++/+++ (measurement at 96h). Diagnostic impression: sensitization (very high degree) against dust mites and cats. Allergy to sea food. Findings after essure removal on (B)(6) 2016 (open laparoscopy - bilateral salpingectomy with both essure devices removal was performed without incidences): left lateral abdominal region of approximately 4 cm without parietal peritoneum. Adherence of bladder to uterus. Diagnosis: umbilical hérnia. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 08-nov-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Postoperative hernia: the analysis in the global safety database revealed 0 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 3-nov-2017: consumer's relevant history; relevant lab data, essure start and stop dates were updated; the following events were added: pain spread from right ureteral tract to right renal fossa, nausea, acute pyelonephritis, dysuria, right reno-ureteral colic pain, abdominal pain on right quadrant, scarcely pruritic eczema on abdomen and neck, ocular itching, tearing, redness, nasal itching, sneezes in burst, aqueous and abundant hydrorrhea, nasal obstruction, dyspnea with thoracic oppression, dry cough, wheezing worsening, sensitization (very high degree) against dust mites and cats, allergy to sea food, contact eczema due to nickel, guttate psoriasis/ photophoresis, macular erythemato-squamous lesions of 2 cm located on legs and torso, generalized and pruritic cutaneous eruption, adherence of bladder to uterus, painful umbilical lump, dizziness, fall, hitting her head/ traumatism in head, dental trauma with loss of dental part from incisive teeth, hypotension, dental and periodontal pain, abdominal diastasis and discomfort on navel region. The previous event term hernia caused by essure removal surgery was updated to hernia caused by essure removal surgery/ painful umbilical lump. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.